Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified malfunction alarm occurred. As a result, reportedly, the patient went into diabetic ketoacidosis and subsequently had to be hospitalized. The customer reverted to an alternate method of insulin therapy. The customer declined follow-up from tandem technical support regarding the issue, therefore no additional information was obtained.